Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient reported passing out during a threshold test performed in a previous clinic. The patient was now being seen in a different clinic, and no further information was available. The device has since been explanted for normal battery depletion, and no additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to report that the patient passed out during in-office threshold testing.